Event description:
Per email notification from (b)(3) director of safety and security: the deliver was on (B)(6) 2015 at 01:56 here at (B)(6). The bell cup mityvac was applied at 01:56 with no pop offs and removed a minute later. This was a vaginal delivery assistance with a vacuum extractor with one application and no pop offs. The infant is stable with a moderate subgaleal hematoma. I am sorry I do not have any lot numbers related to this device and have spoken to our nursing staff about this." (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. The device involved in the complaint has not been returned by the customer for evaluation. Once the investigation is completed, a follow-up report will be filed. (B)(4).